Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited increased capture threshold resulting in loss of capture. Programming changes were made. The patient was stable.